Manufacturer narrative:
Reporting institution name: (B)(6). The customer evaluated device with assistance of philips remote service engineer.

Event description:
It was reported to philips that the display was not clear. There was no patient involvement. The customer biomedical engineer evaluated the device with the assistance of the philips remote service engineer and found that the display needed to be replaced. The customer was given a quote for repair, once or if the customer approves the purchase, the display will be replaced to get the device into working order. The device remains at the customer site and no further evaluation is required at this time.